Manufacturer narrative:
The report of keypad failures was not confirmed and could not be replicated. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that there were keypad failures. The customer stated that there was no patient involvement.

Manufacturer narrative:
The report of keypad failures was not confirmed and could not be replicated. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that there were keypad failures. The customer stated that there was no patient involvement.